Event description:
On 09/09/2025, the caregiver reported the user experienced hypoglycemia (63 mg/dl) after a false meal announcement following a supply change. The user drank a mini cola, assisted by the caregiver, and recovered without medical care. No lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.